Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Date of event has been estimated, date of implant has been estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis, as listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU), is a known adverse event associated with the use of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The other 9 cases mentioned in are being filed under separate medwatch report #s.

Event description:
It was reported that during a general discussion with dr. (B)(6), he reported that over the last few years there have been approximately 300 xience pro stents implanted at his institution with 10 patients returning with in-stent thrombosis. No additional information was provided.